Event description:
While patients were being monitored on the panorama central station with telepacks, the panorama had an orange screen and would not reboot. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the unit and observed the reported problem of "orange screen" on site. A loaner unit was provided to the customer, while customer returned the unit to the factory for evaluation. The company's evaluation result found that the hard drive failed all diagnostic tests. The repair included replacements of the 200 gb disclosure hard drive (hd1) and the microprocessor cooling fan. The unit was tested and passed factory's specifications and was returned to the customer.